Manufacturer narrative:
Pump malfunction was alleged. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The product analysis confirmed the allegation of a pump malfunction. Reservoir puncture was reported. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of wear and fatigue at a fold. The product analysis confirmed the reservoir allegation. Correction updated to include device analysis and update coding and event description (correction). Reservoir model- 720182-01 lot sn- (B)(4). Mfg date- 07/24/2017 exp date- 07/10/2022 gtin- (B)(4).

Event description:
It was reported that due to a pump malfunction and reservoir puncture the patient had his inflatable penile prosthesis (ipp) pump and reservoir replaced.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a right cylinder tear the patient had his inflatable penile prosthesis (ipp) right cylinder removed and replaced. The reservoir and pump remain implanted. The device stopped working two weeks ahead of this surgery.